Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with cracks and marks in the display of the patient's onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages her diabetes with insulin pump therapy. That same morning, the reporter confirmed the patient tested with another device and obtained a blood glucose result of ¿354 mg/dl.¿ based on the result obtained with the other device, the patient administered self humalog insulin (amount not specified). The reporter denied the patient developed symptoms due to the reported issue. There was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the reporter denied the patient developed symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. The reporter confirmed the patient continued to test her blood glucose with another device. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display and exposed black marks. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.